Event description:
Flex 10 surgical ablation probe placed by dr on pt for minimate procedure. Timer set at 90 sec, power set at 65 per co. Recommendation. After 35 secs, surgeon noticed smoke from probe and ablation terminated. 2cm hole noted in catheter with black surrounding the area.